Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2017 .device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: no battery cap or cartridge cap returned. All testing performed with test caps. The pump is unresponsive with a test battery cap. No audible tone, no vibration alert and a blank display upon battery insertion. A battery compartment crack was observed in thread area and below grip pad. Evidence of moisture damage inside battery compartment. A leak test shows leak at crack in battery compartment. Removed pump case. No evidence of additional moisture damage inside pump. "Download" fails due to unresponsive pump/ moisture damage. The pump is unresponsive due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.